Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having severe headache, dizziness, and hoarse voice. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. Secondary findings include, dust and dirt contamination that was inconsistent with degraded sound abatement foam, therefore suggesting the source of the contamination was external to the device. In conclusion, the manufacturer is unable to address the symptoms described, but can confirm the presence of contamination in the air path.